Manufacturer narrative:
Issue description: an internal il investigation of the customer cartridge data identified that one of the samples in question experienced an amperometric spike, causing an out of spec glucose and lactate result. The other sample results were within spec. Recall (field notice) to be initiated: a recall will be initiated to notify the field of the rare issue and to provide work around instructions. The recall action will be submitted and tracked through the local (B)(4) FDA district office (B)(4).

Event description:
Customer complaint reported that during a correlation study between two ge premier 4000 instruments, pt sample pairs reported an unacceptable difference in results for glucose and lactate. Noted: there was no change to pt treatment or adverse event as a result of this incident.